Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. It would not completely close the clips. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 13 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. Was a cholangiogram performed using the device? Asku. What vessel or structure was the device fired on at the time of the event? Asku.